Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that patient underwent clinically driven target lesion revascularization. Patient experienced nste myocardial infraction which is considered as probable subacute stent thrombosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Myocardial infarction and thrombosis, listed in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality issue. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. It is likely that the myocardial infarction is a secondary effect of the thrombosis which required ptci and hospitalization. However, a conclusive root cause of the reported patient effects, and the relationship to the device, if any, cannot be determined.